Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient had persistent pain at pump site greater than two weeks following pump implant. Examination revealed that the pump had flipped within the pocket. The patient had also reported inability to connect ptm and pump which would be secondary to this pump inversion.  He pump was manually returned to appropriate position withthe plan fo rsurgical revision. Surgical observation revealed the pump was dislodged from sutures; all four sutures were broken. The pump was re-anchored in the same pocket.